Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lots met all pre-release specifications. A type ii endoleak caused the reintervention. Additional device implanted in the patient.

Event description:
In 2006, the patient was implanted with a gore excluder aaa endoprosthesis and a type ii endoleak was noticed on follow up CT taken in 2007 and again in 2008 CT. A successful reintervention took place on the following month to coil embolise a lumbar artery.